Event description:
It was reported that the right ventricular (rv) lead exhibited no capture even at high outputs. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.